Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.

Manufacturer narrative:
Review of device data confirmed the reported liver on board mode trigger and low portal flow events. These were consistent with normal system function and expected pressure changes during albumin testing. The device performed as intended, and no malfunction or patient safety risk was identified.

Event description:
It was reported that the metra device displayed a portal flow of 0.0 during preparation mode. This was noted prior to a liver being placed on board. Troubleshooting was performed with the assistance of a clinical specialist. The portal tubing was rewetted and stop/start perfusion cycles were performed. The metra subsequently went into false liver on board mode. A stop perfusion and remove cartridge was performed which resolved both issues. The liver was successfully transplanted following perfusion.